Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. The patient's ethnicity/race was reported as african american by the healthcare professional. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2025-00480, 3011649314-2025-00482, 3011649314-2025-00483.

Event description:
A healthcare professional reported that four inclusive tapered implants with different lot numbers lost osseointegration. It was reported that the healthcare provider observed the following patient symptoms: bone loss, peri-implantitis, and infection. It was reported that the symptoms were relieved with the removal of the devices and antibiotics, no permanent injury was reported however a bone graft procedure was performed.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for inclusive tapered implant lot# 6074842 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for inclusive tapered implant lot# 6074842 and found no additional product in stock. Investigation methods/results: 4 implants were returned, but not in the original packaging. The implants returned are associated with (B)(4). The size of the returned implants did not match the size of the reported implants therefore could not be determined which specific implant was correlated with its specific complaint. The size of implant 1 and implant 2 could not be determined using the radiographic template. Implant 3 was verified to be an inclusive tapered implant 4.2 mmd x 11.5 mml x 3.5 mmp using the radiographic template (gd-437-091015). Implant 4 was verified to be an inclusive tapered implant 4.2 mmd x 8 mml x 3.5 mmp using the radiographic template (gd-437-091015). Matter was observed in the treading of the implants. Root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of periodontal disease and has type I bone quality. IFU-4989 rev 3 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU-4989 rev 3 (inclusive tapered implant system) contains the following statement in the surgical procedures under precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-4989 rev 3 (inclusive tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-4989 rev 3 (inclusive tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." The manufacturer internal reference number is:(B)(4). Correction: a3a, d4 (UDI, 6a).